Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of the implantable cardioverter defibrillator (ICD) showed two non-sustained high rate episodes that appeared to be noise. It was noted that the patient had surgery and the time of the episodes seem to correlate to the time of surgery. The ICD remains in use. No patient complications have been reported as a result of this event.